Manufacturer narrative:
Outcomes to adverse event: other: venous bleeding. The following products have been used in the surgery: part#: 2968055, lot#: yy04, 510k#: k083026, UDI# (B)(4), qty# 1; part#: 2140135, lot#: 0716750w, 510k#: k152277, UDI# (B)(4), qty# 1; part#: 2140001, lot#: 0533004w, 510k#: k152277, UDI# (B)(4), qty# 1; part#: 2140135, lot#: 0458549w, 510k#: k152277, UDI# (B)(4), qty# 1. Although it is unknown whether the product caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion at l4-5 using a interbody spacer and pivox plate with screws due to degenerative disc disease stenosis. Intra-operatively, the patient had venous bleeding . The implantation went as planned. After confirmation that the implants were properly positioned the exposing surgeon had venous bleeding which escalated to brisk bleeding from the vena cava. The patient lost a great deal of blood and the bleeding was heavy. As per the understanding the vena cava was stapled off and the wound was closed. Then bilateral fasciotomies was performed on the legs. The patient was brought back to the or for bilateral thrombectomies. As per the rep's understanding that the patient passed away thursday night or early friday morning. The rep did not believe that it has been determined how or what caused the venous injury. Patient death occurred as the result of venous injury at the end of an olif procedure.